Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's co2 module and memory chip on the cpu board. Unit was calibrated and safety tested unit to factory specifications.